Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was gablofen with concentration 2000 mcg/ml at a dose rate of 813.5 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported that post a refill, the patient presented with withdrawal and was admitted to the hospital. The patient first started experiencing withdrawal symptoms on (B)(6) 2016. It is suspected that the catheter was punctured during refill. Regarding what led to the event or how the issue was identified, a "catheter dye study or just pocket manipulation during refill" was noted. It was initially reported that a catheter access study was negative; they were able to access and had aspirated the catheter. An hcp later however further reported that regarding troubleshooting, they had attempted a side port tap with fluoro which was unsuccessful. Surgical intervention occurred on (B)(6) 2016. The physician was performing a pump replacement and found a small hole in the catheter, just proximal to the sutureless pump connector / proximal to insertion to reservoir pump. The physician trimmed 2.6 cm off the catheter and replaced a sutureless pump connector with new. The catheter was re-attached successfully. The hcp clarified that the withdrawal symptoms were related to the hole in the catheter versus the pump. The cause of the hole in the catheter was indicated as being unknown. The hcp discarded the explanted portion of catheter. The issue was resolved at the time of the report. Other medications (oral, etc.) The patient was receiving at the time of the event was unable to be obtained. If additional information is received, a follow-up report will be submitted.